Event description:
The customer complained that the bed had unexpected movement while it was being delivered. The intellidrive was going in reverse, but would not go forward at all.

Manufacturer narrative:
The technician replaced the cut right push handle, which resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.